Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed power system error. The customer¿s blood glucose was 9.4 mmol/l at the time of the incident. Customer has called two times first alarm was for low battery, then the customer called back after receiving power system error. The insulin pump will be replaced. Customer was advised to revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss. The power management tool confirmed power error 25 alarms and power loss alarms were triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. No unexpected replace battery now alarms, or low battery alarms noted during testing.